Manufacturer narrative:
(B)(4). A2- dob/age: possible year 1959. D10- medical product: axel l/b knee, item# rd108569, lot# unknown, bl2 locking pin modified, item# rd108572, lot# unknown. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and three months post implantation due to fractured tibial bearing sustained due to recurrent falls, excessive hyperextension, and a hard stop in extension. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No photos were provided of the product revised on this complaint. Visual and dimensional evaluations could not be performed. Case files and follow ups were reviewed by a health care professional. Review of the available records identified the following: follow up- patient presents with excessive hyperextension and is requesting a hard stop in extension. Patient fell (it is unclear if the fall occurred due to patient quad condition or if a malfunction/alignment issue caused the fall). Pmi email indicated- "we believe that the metal tibial component is not aligned properly with the patient¿s tibia which is why I have made these changes." Pmi request indicated patient fell and broke tibial bearing. Radiographs were provided and reviewed by a health care professional. X-rays were not sent for further review as they were evaluated as a part of the pmi case file for new implants and the bearings alleged to have fractured are not able to be seen in x-rays. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. It was indicated that there may have been misalignment issues, the patient had a quad that was not activating, hyperextensions, and a fall that contributed to the fracture of the tibial bearing. However, with the information provided a definitive root cause and sequence of events cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.